Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at the wrist were undamaged. No other damage was found.

Event description:
It was reported that after a da vinci hysterectomy procedure, the customer noted that the prograsp forceps instrument wires were frayed. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.